Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned. The power supply in question was returned to the manufacturer for evaluation, which is still in progress.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed diagnostic messages indicating the failure of one of the two power supplies of the system. The device remained completely functional with the remaining power supply, except for the capacity to recharge the back-up batteries. The device was replaced with an alternate device. There was no adverse consequence to a patient as a result of this event.